Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0clu4, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The health care professional (hcp) reported that the patient's husband reported that the device never worked. The patient and her husband had memory problems and the patient had parkinson's disease. It was unknown why the device never worked. The symptom reported was "incontinuous" (incontinence) of the bladder. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.